Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the customer. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Uf/importer report # - (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during treatment of an aneurysm located in the m1, left internal carotid artery (ica), the distal end of the pipeline did not open. It was reported that while deploying the pipeline the device did not open immediately, so it was deployed further however, still did not open. The pipeline was deployed less than 50 % when it failed to open. The device was then dragged back a bit; however, still did not open so it was resheathed (just proximal to distal marker) to push the ptfe sleeves out of the way and redeployed and the distal end still did not open. The pipeline was resheathed less than or equal to 2 times. The device was then deployed further and distal end still did not open. The pipeline looked like a 'cornucopia' or twist of the frayed distal end. The pipeline was resheathed and removed with the microcatheter from the patient. A new pipeline was used to complete the procedure. No patient injury was reported. The aneurysm was saccular and unruptured, with a max diameter was 5.5 mm and the neck diameter was 4.5 mm. The distal landing zone was 4.9 mm and the proximal was 5.0 mm. The patient had moderate vessel tortuosity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.